Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the drape could not be attached because the inner ring for clicking it into place was defective. The procedure was completed with no reports of patient injury. Intuitive followed up with the customer and was advised that the issue was resolved by opening a new drape.